Manufacturer narrative:
Correction - b5/h6 (corrected medical device problem code). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the likely cause of the flickering image was a loose/deformed coupler. The cause of the loose/deformed coupler could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The event did not occur during a procedure as previously reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6) university medical college. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was offset sometimes due to a loose card lock, however, the object was visible. The card lock was loose due to deformed coupler. Additional information has been requested regarding this event. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a unknown procedure, the lock was loose on the hd autoclavable camera head, resulting in the image flickering. The procedure was completed using a similar device. There was no delay in the procedure and the patient was not under sedation at the time of the failure. There was no patient harm associated with the event.